Event description:
It was reported that a perforation occurred. Pre-dilation was performed with non-bsc balloons. A 10/3.50 flextome cutting balloon was selected for use in the calcified coronary lesion. A coronary perforation occurred during the procedure. The patient was treated with placement of a 4.0x26mm covered stent. Coronary angiography then revealed no contrast extravasation. The patient was stable post procedure.